Manufacturer narrative:
Correction to e1: the following field should be empty: first/given name, last name, address - line 1, city, post office or zip code, and telephone number. The establishment name should be olympus. Correction to g2: the report source "user facility" and "other" were mistakenly marked. Information added to e2 and e3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material in the air/water cylinder, air/water tube, and jet tube could not be identified and the root cause for this event could not be determined. It is unknown whether there was a deviation from instructions of use (IFU) in reprocessing steps at the locations where foreign material remained. The suggested events are detectable and preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: air/water cylinder has no color; suction cylinder has no color; air/water cylinder has foreign objects; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; image guide protector has a scratch; air/water tube has foreign objects; jet tube has foreign objects; light guide lens has a chip; adhesive on bending section cover or distal sheath rubber has a crack; and universal cord has a wrinkle. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovdeoscope air/water cylinder, air/water tube and jet tube had foreign material. There were no reports of patient involvement.